Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent damage, failure to deliver the stent). Patient's condition affected effectiveness of device (two failed attempts to cross the lesion, rotablator device used, stent became stuck in the lm/lcx bifurcation). No results available since no evaluation performed (device or procedural images not provided for review). Evaluation conclusions: known inherent risk of procedure (stent damage, failure to deliver the stent). Device failure/lack of effectiveness related to patient condition (two failed attempts to cross the lesion, rotablator device used, stent became stuck in the lm/lcx bifurcation). Unable to confirm complaint (device or procedural images not provided for review).

Event description:
The physician intended to implant a resolute integrity drug-eluting stent to treat a lesion in the distal lcx. The lesion was excessively tortuous and severely calcified. The lesion was prepared using a rotablator, semi-compliant and non-compliant balloons. The first attempt to deliver the resolute integrity device was unsuccessful and further pre-dilations were performed at the target lesion. Less than 20% stenosis remained following pre-dilation. During the second attempt to deliver the resolute integrity device to the lesion site, the stent became trapped at the left main / lcx bifurcation and it was not possible to advance or remove it. The stent was unable to be removed due to the stent deformation and the physician decided to deploy the stent at this site. Following stent deployment, a non-compliant balloon was used to fully deploy the resolute integrity stent. Three additional stents were used to treat the target lesion. The resolute integrity device had been inspected prior to use with no abnormalities noted. No clinical sequelae were reported.